Manufacturer narrative:
Concomitant medical products: 8253200 (patient interface, response 3.0): serial number - (B)(4); lot number ¿ 207307320; manufactured date ¿ august 15, 2013; (B)(4); 510k - k083124. 8253001 (mainframe, nim response 3.0): the product analysis indicates the device came in with a common mode failure. The device was disassembled and cleaned. The main pcb was replaced. The device was reassembled and tested to manufacturing specifications. The device was also placed into burn-in for 24 hours to test for any heat related failures with no fault found. 8253200 (patient interface, nim response 3.0): the product analysis indicates the device came in with worn wave washers, a cracked top enclosure, and a cracked back enclosure with a broken standoff. The device was disassembled and cleaned. The wave washers, top and bottom enclosures were replaced. The device was reassembled and tested to manufacturing specifications. The nim system involved in this event, was reported to have an additional, similar event. This similar event has been reported under regulatory report #1045254-2017-00231 medtronic internal reference: event 1 of 2: 701902590 event 2 of 2: 701953390. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim 3.0 devices did not detect nerves correctly, "a few times last week." There was no patient impact.